Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
The initial reporter stated the pump was discarded and will not be returned for evaluation.

Manufacturer narrative:
The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation. The device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was implanted in a 63-year-old male patient for cardiogenic shock in the setting of acute decompensated chronic ischemic cardiomyopathy, heart failure, and known coronary artery disease. During support, elevated purge pressure alarms persisted despite cassette change. The treating team elected to administer tissue plasminogen activator to address the elevated purge pressure. Use of tissue plasminogen activator is considered off-label per the instructions for use. The patient experienced additional medication. However, the device performed as expected. Comprehensive review did not identify evidence suggesting a causal relationship between the impella 5.5 device and the reported patient event. The patient survived.